Manufacturer narrative:
Block d9/g3: the angiosculpt device was returned for evaluation. Block h3: visual inspection found no unusual characteristics of the device. During functional testing, using an indeflator filled with green color dye water, the balloon was pressurized to nominal (8 atm) for 1 minute and increased to rbp (14 atm) for another minute with no leaks present. Block h6: based on the device evaluation, the reported balloon rupture could not be replicated. The device performed as intended; therefore, this is no longer reportable for a product problem.

Manufacturer narrative:
The patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. During inflation, the balloon ruptured below rbp. No patient injury, this MDR is being reported conservatively. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Report source: foreign: (B)(6). The angiosculpt device has not been returned for evaluation, thus no returned product investigation was performed.

Event description:
The angiosculpt device was used in the mid sfa and during the second inflation of more than nominal pressure and less than rbp, the balloon ruptured. The procedure was completed with a new angiosculpt device. No patient injury reported.